Manufacturer narrative:
On 01/09/2017 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - a visual inspection found no visible. Physical damage. The unit was functionally tested for 15 minutes. No smell or odor was emitted. Note that the customer stated "the insertion point of the headlight looked to have some black "stuff" on it." Note that no black or burnt material was observed on the insertion points in the turret. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: none. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Conclusion: the reported issue could not be confirmed.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports burning smell coming from inside when being used. On 12/6/2016 no further information available.